Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer in the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex, dianeal pd4 ultrabag and extraneal viaflex therapies. During a call with baxter customer services, the following was reported. On an unreported date, the patient experienced peritonitis. On an unreported date, the patient was hospitalized for the event. Treatment rendered was not reported.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 2 involved in this event.

Manufacturer narrative:
(B)(4). Follow up information : the nurse confirmed the peritonitis event start date was (B)(6), 2012. The effluent culture grew coag negative (B)(4). The hospitalization dates were (B)(6), 2012. The cause of peritonitis was unknown. The patient was recovering and was re-trained. The nurse stated that the event was not related to dianeal/extraneal therapy.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers: h11j05089, h11k01037 and h11k14030. No exceptions were observed that were related to the reported condition. A batch review was conducted for potentially associated lot number h11l07131. An exception was noted for this batch but does not indicate any issues related to the complaint. Batch review results are acceptable no further evaluation required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.